Event description:
Patient was here for a breast biopsy. The radiologist placed the first biopince device into the patient and attempted to collect tissue 3 separate times, and the tissue sample would not dispense from the biopince. Therefore, a second biopince device was opened. The second device deployed as expected, but when the radiologist opened the device to collect the sample, the handle broke. Therefore, a third device was opened to complete the biopsy successfully. Both devices have the ref#: 370-1080-02, lot#: 11488229, exp date: 2026-07-19.